Manufacturer narrative:
The pump was monitored with multiple basal rates and it passed the self test. No rf pic failed test alarms were noted. The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, and unexpected restart test and all operating currents tests. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis.